Event description:
It was reported to manufacturer that the patient was seen for a follow up appointment, where an unknown diagnostic test was performed which revealed high lead impedance. The patient was sent for x-rays, which were subsequently sent to manufacturer for review. No pronounced anomalies were identified in the visualized portion of the patient's vns device which could have contributed to the reported high impedance event. The patient has been referred to a surgeon where revision surgery is likely. Good faith attempts to obtain additional information from the treating physician are underway.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to death or serious injury.